Manufacturer narrative:
Date of event- (B)(6) 2018 clinical code: 4581- lens absorption; iris atrophy; endothelial cell loss. Claim# (B)(4).

Event description:
A case report was published in frontiers in medicine on (B)(6) 2023. Titled " case report: spontaneous lens absorption after implantation of an implantable collamer lens." An implantable collamer lens of unknown model and size was implanted into the patient's left eye (os) in 2016. A 23-year old patient complained of gradual loss of vision in the left eye (os). Observation on march,2018 showed absorption of the transparent lens, iris atrophy and loss of endothelial cell count. The icl was explanted on an unknown date and a implantation of an intraocular (johnson & johnson) lens was implanted.